Event description:
It was reported that post a coronary stenting treatment procedure, in-stent restenosis occurred. The 90% stenosed de novo lesion measuring approximately 4.0mm in diameter and 12mm in length was located in a non-calcified and non-tortuous proximal left anterior descending artery. A 3.50x16mm veriflex stent was deployed in the lesion. No patient injuries or complications occurred. Patient status was satisfactory. An unknown time later the patient presented with in-stent restenosis measuring 75%. The lesion was treated with two inflations of a 3.5mm non bsc balloon. No further patient injuries or complications occurred. Patient status is satisfactory.

Manufacturer narrative:
(B) (6). Device evaluated by manufacturer - the complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B) (4).